Manufacturer narrative:
Reported event: the event reported that a shell impaction platform broke in half during use. Device evaluation and results: visual inspection: the device was found fractured near the button in the transverse plane. Figures showing the failure are attached.­ device history review: review of device history records show (B)(4) devices were accepted into final stock on 11/19/2015 with no reported discrepancies. Complaint history review: review of complaints show for p/n 206270, l/n 45021115 show (B)(4) other complaint related to the alleged failure. The pr# is (B)(4). Conclusion: the device wasn't broken in half but fracture was found near the button. This failure could lead to the device completely breaking in half. The failure is confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that during impaction, the platform snapped in half. A new instrument set was opened to proceed with the surgery.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that during impaction, the platform snapped in half. A new instrument set was opened to proceed with the surgery.